Event description:
It was reported that pump displayed a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support arranged replacement pump and instructed customer to use multiple daily injections as backup therapy.